Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: anchor removed due to infection in shoulder. Probable root cause: design -wrong raw material or manufacturing agent selected -in-process cleaning not effective at removing manufacturing residuals -not enough strict controls placed on raw material source and purity process -contamination during manufacturing process -in-process cleaning not performed to spec application -contamination of instruments the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported anchor was removed due to post-operative infection in the shoulder.